Manufacturer narrative:
The customer reported that the "drive shaft of the autopulse platform (sn (B)(4)) intermittently seizes" was confirmed during the functional testing performed by zoll tech support at the customer site and by zoll service technician at the service depot. The root cause of the reported complaint was a failed drive train motor, likely attributed to failed component(s). Zoll tech support person visited the customer site and tested the autopulse platform. The platform was tested using a zoll medium torso fixture with the customer's lifeband for 15 minutes, and the platform passed the testing. The platform was able to provide compressions with no seizing. A standard belt clip test aid was then used to test the encoder functionality and rotate the drive shaft, and the platform failed the testing. The drive shaft could not be rotated freely as there was resistance from the device during the test, thus, confirming the customer's reported complaint. The autopulse platform was returned to zoll canada service depot for further investigation. Upon visual inspection, no physical damage was noted. During the functional testing, the drive shaft was found to be stuck and nearly impossible to move, thus, confirming the customer's reported complaint. The root cause of the reported complaint was found to be a failed drive train motor. The drive train motor and clutch plate was replaced to address the customer's reported complaint. The archive data indicated multiple user advisory (ua) 20 (position out of range) messages, which the customer did not report. The ua20 indicates that the drive shaft is not within the normally acceptable range of positions. The ua20 message can be easily cleared by returning the drive shaft to the home position using the administrative menu. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was stuck and nearly impossible to move. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
The customer reported that the drive shaft of the autopulse platform (sn (B)(4)) intermittently seizes. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.